Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 1 failed repeatedly. The field service engineer (fse) found that tower door 1 was malfunctioning and repeatedly causing failures. Upon arriving on site, the fse logged into the hardware test application to evaluate door functionality and applied corrective actions to the latch assembly. The micro switches were cleaned, and the wire harness was re-tightened. The door was then retested in the hardware test application and successfully passed all tests, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 failed repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.